Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced physical damage to the pump and the up arrow button not working along with the other buttons. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported a keypad anomaly and/or stuck button alarm. Troubleshooting was performed and found that the up arrow button was very hard to press, other buttons was unresponsive. The buttons remained unresponsive even after troubleshooting. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test. All buttons were tested while navigating the menus, and they all worked properly. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly or electronic assembly. All connectors were plugged in properly. The j1 connector on pcba 1 was locked properly during visual inspection. However, dried insulin found on the motor slide. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked case, scratched case, battery tube threads - cracked, cracked case (battery tube) and cracked case-corner of belt clip rails. In conclusion, customer concern for cosmetic damage was confirmed at the battery compartment during visual inspection when cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. However, exposed to moisture confirmed due to dried insulin found on the motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.